Manufacturer narrative:
The device was returned to an authorized resmed third party service center for an evaluation and service. No information is available at this time, therefore resmed is unable to confirm the alleged malfunction. Resmed reference #: (B)(4). Report late due to transition from vmsr program. Establishment was unaware of FDA letter dated 16 september 2019 for cbk procode status change in vmsr program until notified directly by FDA on 18 december 2019 following submission of our quarterly summary report.

Event description:
It was reported to resmed that an astral device displayed an error message (sf179) related to the super capacitor. There was no patient harm or serious injury reported as a result of this incident.